Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge company representative field service engineer (fse) has repaired the issue by replacing the safety disk. The fse then performed the safety disk leak test, and found that the results were good, where all the readings were showing as 0. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was showing a gas leak alarm intermittently after performing a safety disk leak test done by the customer, and it has been observed the test results were not normal. There was no patient involvement, and there was no adverse event reported.